Manufacturer narrative:
Philips service recommended the correct ippc part for replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an incorrect ippc part was ordered, causing a display port mismatch on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.